Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported uncorrected cylinder in the left eye at the one week post (prk) photorefractive keratectomy visit. Patient has blurry vision that is ongoing. No additional procedures are planned at this time. There are two medical device reports associated with this event. This report references the left eye.